Event description:
N/a

Manufacturer narrative:
Correction report to add exemption # gen2201026.

Manufacturer narrative:
Amulet laao registry reports 16 events of cardiac arrest. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. D6a - implant date: the earliest implant date was used.

Event description:
It was reported through left atrial appendage occluder (laao) registry data that amplatzer amulet devices may be related to 16 cardiac arrest which are considered serious injury. The relationship of the adverse events to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Left atrial appendage occluder (laao) registry data is reported as a summary per summary reporting exemption approval number - gen2201026 the data received indicated that the procedure date range was between (B)(6) 2022 ¿ (B)(6) 2023. Patients¿ mean age is 76 years, ranging from 62 - 87 years. 19% of the patients were male, 81% of the patients were female.